Event description:
It was reported that while performing lymph node dissection during a da vinci hysterectomy procedure, the surgeon master controllers pulled forward and then moved in the superior direction. As a result, non-intuitive movement occurred with the instrument arms assigned to the master controllers and the system immediately faulted. System error code 20013 was displayed and the surgeon pressed the fault override button to continue with the procedure. The same issue occurred two more times and after the third occurrence, the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the non-intuitive movement experienced by the customer, which resulted in system error code 20013 being displayed, was associated with a patient side manipulator (psm). The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 20013 appears when the da vinci safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the system records the faults and transitions to a safe state. The psm was returned to intuitive surgical for failure analysis investigation. Engineering was unable to replicate the customer reported failure mode during internal testing and the psm passed all tests. As a precaution, the axis-2 potentiometer and motors were replaced. As of (B)(6), 2011, there have been no reported recurrences of the issue at this hospital.